Event description:
It was reported that the implantable cardioverter defibrillator exhibited loss of bluetooth (ble) telemetry. Programming changes were performed to resolve the issue. The patient condition was stable.

Manufacturer narrative:
The reported event of inability to communicate via bluetooth (ble) was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.